Manufacturer narrative:
The complaint of separation on item ch2000s cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record review couldn't be performed because the lot number for this complaint was unknown. Corrected information can be found in d10 concomitant products, e3 - initial reporter occupation and e4 - initial report sent to FDA.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a spinning spiros¿, closed male luer where it was reported that when the patient was being connected to chemotherapy, it popped off right before chemo started. They would not reattach to tubing and spiros changed at that time. The drug involved was a normal saline. The primary tubing was not attached and sequestered after chemotherapy infusion (vincristine) and returned to them. There was patient involvement, no patient harm and a few minutes of delay in therapy.